Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and requiring ems intervention and emergency department treatment while using ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical assistance and is consistent with the reported loss of consciousness, ems response, and emergency department evaluation. Engineering review confirmed that the dexcom g7 sensor expired at approximately 10:30 pm on (B)(6) 2026 and that no new sensor session or manual blood glucose values were entered thereafter. Device logs indicated that cgm-guided insulin dosing ceased when sensor data became unavailable and required manual bg entry was not provided. No device malfunction alerts or factory resets were identified. The patient reported concern that the ilet continued dosing overnight; however, available device data do not support continued automated insulin delivery after cgm expiration and loss of required glucose input. Based on available information, the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 28-may-2026 it was reported that on (B)(6) 2026 the user experienced severe hypoglycemia with a reported blood glucose level of approximately 25¿30 mg/dl requiring ems intervention and emergency department treatment. The user received emergency medical treatment and was evaluated in the emergency department before being discharged home the same day. The user recovered and discontinued ilet therapy, transitioning to multiple daily injections.